Event description:
It was reported that a lead is getting capped in the future due to unknown reasons. A question was made to ask for the correct replacement model. No additional information is available at the moment. No additional adverse patient effects were reported.